Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation result the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and the ligator head were returned with the device. It was also noted that the ligator head had four bands attached, some of them were overlapped and moved from its original position. Additionally, the ligator head presented wastes from the procedure. The handle assembly presented marks of trip wire secured and the slack was taken up correctly. Further examination shows that the ligator head teeth did not have any issues. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems were noted with the device. The reported event was confirmed. It is possible that user manipulation during the set-up of the ligator head may have affected the bands and/or some technique performed during procedure that may have implicated a support device may have leaded the failure deployment as well, even anatomical factors could have contributed on this issue. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a varicose vein ligation performed on (B)(6), 2021. During the procedure, the bands got stuck during deployment. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a varicose vein ligation performed on (B)(6) 2021. During the procedure, the bands got stuck during deployment. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.